Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device change out for eri on (B)(6) 2018, the right ventricular lead was capped due to a long-standing issue concerning oversensing noise since 2016. A new rv lead was implanted with a new replacement pacer. Patient was stable before and after the procedure.